Manufacturer narrative:
Final analysis of the pulse generator found that it had entered into backup mode due to exposure to cold temperatures.

Event description:
It was reported that prior to implant, the pulse generator was found to be operating in backup mode. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. H3 other text : device evaluation anticipated, but not yet begun